Event description:
Dexcom g6 sensor inaccuracy: new sensor, first reading: 11:30am g6 reading 164, finger stick reading 122.

Event description:
Additional information received from reporter on 15-nov-2023, for mw5148101. G6 sensor activated on (B)(6) 2023; inserted (B)(6) 2023. Dexcom g6 sensor inaccuracy: 1:30am g6 reading 133, 1:35am g6 reading 160, 1:40am g6 reading 175, 1:45am g6 reading 180, 1:50am g6 reading 178. Finger stick reading at 1:50am is 133. Dexcom is way off, what is new. Dexcom g6 sensor inaccuracy: 2:20pm g6 reading 96, 2:25pm g6 reading 98, 2:30pm g6 reading 98, 2:35pm g6 reading 101, 2:40pm g6 reading 92. Finger stick reading at 2:40pm is 125.

Event description:
Additional information received from reporter on 17-nov-2023, for mw5148101. Dexcom g6 sensor inaccuracy: 8am g6 reading 137, 8:05am g6 reading 141, 8:10am g6 reading 146, 8:15am g6 reading 151, 8:20am g6 reading 158, 8:25am g6 reading 164, 8:30am g6 reading 168. Finger stick reading at 8:30 am is 130. Now obviously my blood sugar has been very stable yet dexcom thinks it is steadily climbing, how is it this off? Omnipod is giving me insulin off this rising blood sugar data, unacceptable. Dexcom g6 sensor inaccuracy: 9:35am g6 reading 99 with straight down arrow. Finger stick at this time is 169.

Event description:
Additional information received from reporter on 11/22/23 for report mw5148101. Dexcom g6 sensor inaccuracy: 10:55am g6 reading 121, 11am g6 reading 121, 11:05am g6 reading 118, 11:10am g6 reading 111. This "profanity" really pisses me off, what is dexcom measuring because it seems like this is a faulty algorithm scamming us patients. At 11am I had double-checked via finger stick and reading was 124. At 11:10am I double-checked again via finger stick and reading is 126. Now, mard of 111 is 22.2, which would require calibration over 133.2. With the finger stick reading being 126 dexcom says that does not qualify for a calibration because their device is working properly, ok. Well, 126 is 7.2 away from 133.2 and 15 away from 111. By "gaming" dexcom's stupid algorithm and calibrating to 134 the sensor ought to come really close to actual readings again, as I have seen time and time again in the past. So stupid, and not working as it ought to be for a critical severe illness such as type 1 diabetes. Dexcom g6 sensor error (> 3 hours): 3:45am error got thrown, done with this sensor, sensor replaced. Reference all past med watch reports on this sensor.